Event description:
Healthy very active man was found to have a chest wall mass and underwent incisional biopsy followed by a complex chest wall resection approximately 6 months ago.  His pathology demonstrated a chondrosarcoma.  He required resection of three ribs and a reconstruction was performed with the stratos system.  A portion of the diaphragm was resected and replaced with a vicryl mesh.  He did well after surgery, noted persistent pain in the area of the surgery.  He had a recent CT scan about a month ago followed by a chest x-ray which showed there was a migration of the lower stratos rib fixation element.